Event description:
It was reported that the patient had their vns device explanted due to issues being experienced. No clarification was provided regarding the specific events that occurred. No explanted product has been received to date. No additional relevant information has been received to date.